Event description:
"Dealer states the sieve beds are abnormally hot to the touch and the unit is running in the 80's % in purity. Advised dealer to run a series of tests, including: swing pressure test, ohm pe and pilot valves, check for leaks, check that the cooling fan is operating properly, check front barb psi. Dealer did the swing pressure test, and the pressure was very low 11-17 psi. Advised to replace sieve beds. Replaced no charge on (B)(4)."

Manufacturer narrative:
No RMA has been initiated for this issue. Model irc5po2, serial number/date code (B)(4) is approximately 4 years old. The owner's manual part number 1143482 rev a was issued with this device. The owner's manual is also found on-line at invacare.com. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.